Manufacturer narrative:
All available information was investigated, and the reported separated lock lever shaft was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The lock lever shaft was submitted to the mcl for analysis. Based on available information, the observed separated lock lever shaft appears to be caused by mother nature (environmental stress cracking likely resulted in separation during handling). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while preparing a mitraclip xtw, while unlocking the mechanism to open the clip, it was observed that the lock knob detached upon unlocking. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.